Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, blood pressure high and vaginal pain. Concomitant products included hydrochlorothiazide. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("hormonal changes describe: bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and back pain ("lower back pain"). In (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient was found to have cervix carcinoma ("cervical cancer"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal distension, vaginal haemorrhage, menorrhagia, dysmenorrhoea and back pain had resolved and the abdominal pain and cervix carcinoma outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, cervix carcinoma, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: previously reported essure insertion date : 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Imaging procedure - on (B)(6) 2004: essure confirmation test(s) (unspecified) confirm.-result not provided. Ultrasound scan vagina - in 2004: total bilateral occlusion 2004. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: plaintiff fact sheet and medical record received. Case is upgraded to serious incident. Reporter information updated. Patient demographic information updated. Product information details updated. Essure stop date updated. Other relevant history and lab data updated. Events: hormonal changes describe: bloating, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), cervical cancer, lower back pain were newly added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report